Manufacturer narrative:
The caller initially called asking about the calibration of the device per the suggestion of the emt. The cvs health advanced blood glucose monitor cannot be calibrated. Agamatrix provided this information and asked for the monitor to be returned but the caller declined stating she wasn't interested in reporting a complaint. The meter was therefore not available for investigation. The reported test strip lot (ua20wr47d) was within expiry. The caller reports the user administered toujeo (insulin glargine) and metformin on an empty stomach after the cvs health advanced blood glucose monitor measured blood-glucose 121 mg/dl. The hypoglycemic event occured 1 hour after this. The caller was unsure if the incorrect amount of insulin was administered. A comparison between the emt's blood glucose monitor and the cvs health advanced blood glucose monitor was not performed. A control solution test was not performed. In-house retains of test strip lot ua20wr47d was tested with an in-house meter and control solution results were within range. Testing conditions are unknown. The owner's guide and previous field returns have been reviewed. Based on the information provided, the root cause of the hypoglycemic event cannot be determined. Environmental factors, medical conditions, testing practices and incorrect insulin dosage could have contributed. No corrective action will be performed as no defects were "identified". This complaint will continue to be trended.

Event description:
The caller's husband tested with the cvs advanced blood glucose monitoring system this morning and the meter reported 121 mg/dl. About an hour later the ambulance had to be called and ems tested him at 34 mg/dl. The caller was not sure if he gave himself the wrong amount of insulin. The ems suggested the meter may have to be calibrated. The test strips are not expired. Follow-up questions were asked: q: what is the current status of the patient (e.g., recovered, at home, in hospital)?- a: the patient is currently home resting. Q: was the patient taken to the hospital? A: no. Q: what did the emts or hospital do to treat the patient? A: originally the spouse gave patient glucose tabs (2 tabs 1mg each) then switched to glucose gels. Emts took no further action and agreed with spouse that the gels were better. Q: what insulin was used on the patient? A: pt's insulin was toujeo and metformin taken together without food. Q: when, in comparison to the bgm measurement, was the insulin administered? A: after patient got first reading around 6 am, he took metformin and trujeo and went to take care of the dog. At 7am, he started making breakfast and said he "didn't feel right". The spouse said he was week and sweating profusely and his face was bright red and called 911.